Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: initial analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were missing, four case screws were missing, the battery contacts were compressed, the ring and both bails were missing, the battery drawer was broken, the keyboard was out of specification with the off button being collapsed and the keyboard was scratched. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis revealed a failure for power supply current limit, after replacing an integrated circuit component, typical operation was observed at power up. Full functional test was then performed, no anomalies were found. Conclusion: confirmed the power up failure caused by integrated circuit component failure. (B)(4).

Event description:
It was reported that when the external pulse generator was turned on the display was blank. The generator was returned for service. No patient complications have been reported as a result of this event.